Manufacturer narrative:
Evaluation of the returned pod coil confirmed that the pusher assembly was kinked and revealed additional kinks throughout the length of the pusher assembly. If the pod coil is forcefully advanced against resistance, damage such as a kink may occur. Some of these kinks are likely incidental to the reported complaint and may have occurred during packaging of the device for return. Further evaluation also revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance may be experienced during advancement. This damage may have contributed to the resistance during the procedure. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance, and no further issues occurred after the pusher assembly mid-joint out of the friction lock. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the aortic arch using a pod coil, a lantern delivery microcatheter (lantern), a diagnostic catheter, and a guidewire. During the procedure, while attempting to advance the pod coil within its introducer sheath, the physician experienced resistance. Subsequently, the physician kinked the pusher assembly of the pod coil. Therefore, the pod coil was removed. It was reported that the patient¿s blood pressure was very elevated during the case. Therefore, the physician decided to end the procedure at this point, and the patient was sent to the coronary care unit (ccu). There was no report of an adverse effect to the patient.